Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the first post-operative exam, a zxr00 intraocular lens (iol) was noted as decentered for nasal hemisphere. There was no improvement after one week and the complaint was strong from the patient. The patient was sent again to the surgical center. The lens was repositioned, but as it had soft decentration. The lens was explanted and it was replaced by another symfony iol of the same diopter. The new lens is positioned correctly. No further information was provided.

Manufacturer narrative:
Corrected data: production code was incorrectly indicated on the initial report as mfk. The correct production code is poe. Device evaluation the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.